Event description:
It was reported by the customer that a bd pyxis anesthesia es system asking for a system password while a patient was on the operating table. The customer stated that the user removed some medications, then walked out of the room, when returned, it had defaulted to the screen asking for the password again. The customer added that to their knowledge the procedure was not affected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1 d4, d5, h6, h10, h11. G6 - this report is follow up 1 to the initial MDR 2016493-2024-00021. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-dec-2021 to 16-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a power issue. A technical support specialist rebooted the station to resolve. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Section h6 - updated codes for component, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that the power related issue could have caused this malfunction. Customer informed that the device issue was resolved after the technician fixed the hardware issue that was causing it to ask for the password and confirmed no more issues reported since then. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system asking for a system password while a patient was on the operating table. The customer stated that the user removed some medications, then walked out of the room, when returned, it had defaulted to the screen asking for the password again. The customer added that to their knowledge the procedure was not affected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.